Manufacturer narrative:
D9: device available for evaluation?, return date, h3 and h6: annex b, annex c and annex g have been updated. Device evaluation: medtronic led an evaluation of the returned cadiere forceps (cf) as well as the associated device data. Visual inspection of the returned cf noted no corrosion on the electrical contacts. There was no damage noted to the jaws of the in strument. Microscopic inspection of the drive cables noted no damage. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was p erformed and the instrument was read with no observed failures. Evaluation of the device data indicates the cf was connected to sterile interface module (sim) sn: (B)(6) and arm cart assembly (aca) sn: (B)(6). There were several instances of instrument detection issues which triggered the error message "caution: instrument error. Detach instrument; clean and dry attachment contact surfaces. If error persists, discard instrument." Until the cf was replaced. The logs are unable to detect hardware issues such as jaw opening and closing issues. Evaluation of the device data for the reported cadiere forceps noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic radical nephrectomy procedure, especially while processing the renal vein, the jaws of the cadiere forceps (cf) were not opening and closing properly, followed by an instrument error. As part of the troubleshooting, the cadiere forceps (cf) was exchanged with a new one, and the issue was resolved. There was no patient injury. Analysis of the device logs indicated that a cadiere forceps (cf) was connected to a sterile interface module (sim) on the arm, and it was not recognized when connected, which led to a instrument error.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic radical nephrectomy procedure, especially while processing the renal vein, the jaws of the cadiere forceps (cf) were not opening and closing properly, followed by an instrument error. As part of the troubleshooting, the cadiere forceps (cf) was exchanged with a new one, and the issue was resolved. There was no patient injury.